Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose level over 500 mg/dl with high ketones. The customer was treated intravenously with fluids of saline and insulin in the ER. Multiple attempts were made to follow-up with the customer for release information, however, no response received. The customer reverted to an alternate method of insulin therapy.